Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump isn't working and that customer isn't getting insulin. Customer states pump is alarming every 3 minutes with no alarm and blood glucose is high. The customer's blood glucose was unknown at the time of incident. Customer line was disconnected and so call back attempt was made but no answer so voice message was left. The insulin pump will not be returned for analysis.